Event description:
The pump reportedly underdelivered during biomedical engineering routine preventative maintenance testing. The pump was pulled for "its yearly check". There were no reports of any problems when the pump was clinical use. With an expected delivered amount of 20ml, the pump infused approx 10ml. No add'l info was available.